Event description:
It was reported that the customer went to the emergency room and was admitted to the intensive care unit (ICU). Blood glucose (bg) level was not provided. Reportedly, the infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved issue and customer was released on 4/12/2025 with no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.